Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found damage to the color marking. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stc complained they thought the instrument was a defective in the green area. They will not use this one because of the defect.